Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.5, b.6, h.6

Event description:
Healthcare professional reporting capsular contracture, baker grade IV. The breast is very hard in consistency, deformed, and painful to the touch. Device has been explanted, replaced and discarded. This relates to the right device.

Event description:
Healthcare professional reporting capsular contracture, baker grade IV. The breast is very hard in consistency, deformed, and painful to the touch. Device has been explanted. This relates to the right device.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.